Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the patient's electrode belt and monitor. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.

Event description:
While servicing the electrode belt of a (B)(6) female patient for an unrelated issue, a reportable problem was discovered. The electrode belt trunk cable connector was unable to securely latch to a monitor. The patient was issued a replacement electrode belt.